Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette bag was emptied however the pump displayed that there was more chemo to infuse. No alarm was noted, however there was a possibility of a no disposable alarm. No patient injury was reported.

Manufacturer narrative:
Corrected data: sample was received; disregard device not returned.

Manufacturer narrative:
Additional information is provided for h.2 and additional information is provided for h.2 and h.6. Three samples were received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag in original packaging. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).